Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the left circumflex (lcx) artery. The dragonfly op star imaging catheter was advanced and two unspecified guidewires were used due to a bifurcation stenosis. After completion of the stent implantation and imaging, the imaging catheter was attempted to be removed but could not be done individually since the guidewire got bent inside the vessel. All devices were removed together as a unit. Images were taken and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulty to remove was not able to be confirmed as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove from the guidewire appears to be related to circumstances of the procedure. The catheter was returned with a tear to the guidewire exit notch distal edge, which is consistent as an effect of the reported difficulty to remove the imaging catheter from the guidewire. In this case, it is likely that the patient¿s anatomical condition and/or use/handling techniques employed during use caused the guidewire to tear into the exit notch, which caused the reported difficulty to remove the catheter. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.